Event description:
It was reported that customer saw continuous glucose monitor error message while using sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through complete pump reset, did not see error again after reset, and successfully started new sensor session.